Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that while hanging an IV bag, the drip chamber separated from the whole IV tubing causing fluid to leak everywhere. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information provided: h.6

Event description:
It was reported that while hanging an IV bag, the drip chamber separated from the whole IV tubing causing fluid to leak everywhere. Although requested, additional information was not provided